Manufacturer narrative:
(B)(4). Date of event - correction "(B)(6) 2019." Date received by manufacturer - correction - please note that the first report submitted an incorrect date. This follow-up report is to note that the date should have reflected 13-may-2019.

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver was charged and failed to boot due to perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display screen became frozen. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.